Event description:
Reporting status: serious injury- surgical intervention/permanent damage. Reporting rationale: dissection requiring surgery. Device issue: balloon rupture. It was reported via a trial that a balloon rupture occurred at a high pressure of 22 atm leading to dissection. A stent was deployed initially over the dissection but could not be fully expanded despite extensive attempts. This was a 2.5 x 15 xience v stent. Subsequently, a 3.0 x 15 xience v stent was deployed proximally in an effort to try to allow for better equipment crossing by expansion of the vessel. This, however, did not improve equipment passage. Again, the more distal stent could not be fully expanded. Therefore, the dissection could not be sealed. The patient was transferred to surgery for emergent bypass. No additional event or patient information is available.